Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was an av fistula pta of stenosis. The evercross balloon would not deflate. The anatomy of the fistula was severly tortuous. The physician had to puncture the balloon through the patient's skin to deflate. The balloon catheter and material were removed with no additional complications.